Manufacturer narrative:
The reported event of high pacing impedance was confirmed and attributed to clavicular crush. Final analysis found that the insulation was fractured/crushed at 27.9 cm from the distal tip. The damage sustained resulted from clavicular crush. Additional information: d10

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a during a routine follow-up in the clinic, the patient's right ventricular (rv) lead exhibited increased impedance values out of range for safe use. The physician performed fluoroscopic procedure and noticed premature lead failure. The lead was explanted and replaced. The patient remained in stable condition.